Manufacturer narrative:
The field complaint of unit having burned power cord was not verified. The visual inspection revealed no damage to the outer plastic housing of the transmitter as well as the ac power adapter. Unit was missing ac power adapter plug. The unit was plugged in to the working ac power outlet and the unit powered on successfully.

Manufacturer narrative:
Correction: h4.

Event description:
It was reported that the power cord of the transmitter was damaged. The patient informed the power cord of the transmitter got burned and broke into 2 pieces.